Event description:
Boston scientific received information that this previously abandoned lead, was explanted as part of a system removal, due to infection. At the time of explant, this lead was not active. No return of product is expected. Another system will likely be implanted at a later date. The patient was reported as, non pacer dependant. No other adverse effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.